Event description:
It was reported that the right ventricular (rv) lead had high out of range shock impedance measurements. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).